Event description:
After medical review, this non-serious report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by a physician - local reference (B)(4). This case involves a (B)(6) old female, treated with poly-l-lactic acid (sculptra), on (B)(6) 2011 and (B)(6) 2011 for cosmetic purposes to the skin of the neck. On (B)(6) 2011, poly-l-lactic acid was reconstituted with 9 ml of sterile water plus 2 ml of 1 percent lidocaine. Hydration time was 30 minutes. Deep dermal injection was administered. Massage was performed during the treatment and then by the patient. On (B)(6) 2011, the patient experienced two 0.5 cm nodules on her neck and four palpable nodules under the skin at the injection sites. There are no signs of inflammation or evidence of a systemic process. No biopsy was performed. The event is expected not to be irreversible. Three injections with saline and collagenase were administered as corrective treatment with no effect. Oral antibiotics nos were administered. No surgical interventions was required. These treatments were required according to the hcp (health care practitioner) to preclude permanent impairment of a body function or damage to a body structure. The event is ongoing at the time of this report. Significant/relevant medical history includes fitzpatrick skin type IV, thyroidectomy and nodular goiter. Relevant concomitant medication includes lidocaine. Action taken: unknown. Corrective treatment: oral antibiotics nos, injections with saline and collagenase. Outcome: recovering. A pharmaceutical technical complaint was received. (B)(4). Ptc results reveal that an investigation has been performed and the results are discussed here as follows: the sculptra batch a0039 code (B)(4) has been manufactured on 1/10/2010. Both semi-finished and finished (packaging) documentations have been re-checked and no anomaly that can be related to the event reported has been picked out. The analysis certificate at the release step of sculptra batch a0039 has been checked and all the results complied with specifications. Nevertheless, since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation possible. Additional information received on january 31, 2012 in a ptc report: ptc results were added. Additional information was received on february 27, 2012: based on the information provided, this report has been upgraded to serious. Details were provided for the dosage, corrective treatment and adverse event. Medical history was updated.